Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was reading very off. The customer's blood glucose level was 286 mg/dl. The customer reported that the insulin pump was hit by a jack and now it was reading very off. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Missing segments/partial display not confirmed.